Event description:
An alarm was reported, specifically alarm 2 followed by alarm 26, related to an occlusion issue. Despite this, there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. During troubleshooting an o-ring was identified on the pneumatic tap. The customer was able to remove the o-ring from the pump and changed the pump supplies to address the issues.